Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's burning sensation was not determined. The cause of the patient's ins shifting was due to the patient losing weight. The patient was reprogrammed from high density to conventional stimulation. The patient was advised to call the following week if she was still having problems, but the rep nor the patient's office has heard from the patient at this time. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient stated two weeks ago she started feeling a burning sensation at her ins site. The burning starts when she turns on the stimulation, but subsides once she turns it off. The patient has lost weight over the past few months and feels the ins has shifted. An impedance check was run, the patient was given additional programming to try. The patient has been running a high density program, but was asked to her low density to see if the burning lessens. If it does not get better the patient will contact her healthcare provider (hcp). The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.